Event description:
I am using a tpn pump from curlin. The 24- and 18-hour pumps worked great. When the brought me the 12 hour pump, it wouldn't prime every time but rather kept saying prime key stuck which the company said was strange. It would prime some days and not others. In addition, it would start beeping during the night and I would have to reset it 2-4 times usually after 4 am. Finally, one night it wouldn't reset. We totally redid the whole process and it gave me 12 hours of food in 6 hours.